Manufacturer narrative:
The insulin pump had intermittent button response due to corroded keypad traces. No button error alarms were noted. No traces of moisture were noted at the electronic or motor assemblies during the visual inspection. The insulin pump was received with minor scratches on the display window, a cracked belt clip slot at the battery tube threads and a corroded battery tube.

Event description:
It was reported that the customer received a button error alarm on the insulin pump. The customer stated that the insulin pump had fallen in the water and was there for 10 minutes. The customer's blood glucose was 205 mg/dl. Troubleshooting was done. Advised the insulin pump needed to be replaced. Advised the customer to discontinue use of the insulin pump and revert to a back-up plan per healthcare provider's instruction. Advised customer that a replacement insulin pump would be sent. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.